Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a constant downstream occlusion. The event occurred during testing. There was unknown delay in therapy. There was no physical damage reported. There was no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed a lifting battery door gasket and scratches on the lens. The event history log confirmed ¿run mode delivery paused¿ occurred. Functional testing was able to replicate the reported issue; the downstream occlusion (dso) sensor was seen to be triggering and did not meet specifications. The root cause was determined to be a failed dso sensor. The dso sensor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.